Event description:
It was reported that the colonovideoscope displayed a connection error e315 during inspection for use in an unspecified procedure. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: white foreign material found on the air-water channel. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the reported malfunction: a corroded connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.